Manufacturer narrative:
The device was not returned to greatbatch for evaluation. The customer has indicated that the device is unavailable for return. A manufacturing review was performed and revealed no discrepancies. Therefore, the reported event cannot be confirmed nor is the cause of the reported event known. No further investigation is required.

Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. The power adaptor was severely deformed and bent. There were gouges, nicks and material deformation noted throughout the power adaptor. This deformation is not consistent with intended use. The rest of the complaint sample was in good condition and functioned as intended and was etched per applicable drawings. The reported event is attributed to misuse. No further investigation is required.

Manufacturer narrative:
The customer has indicated the device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Distributor is (B)(4) and foreign as event occurred in (B)(6). Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the reamer handle bent during surgery. An alternative reamer handle was used to complete the surgery and no adverse events were reported as a result of the malfunction. There was a 15 minute delay.